Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported via regulatory agency that they experienced ¿rupture¿ and ¿lumps under the skin.¿ further reported was ¿breast implant illness¿ which has been deemed not related to the device. The side of this record is unspecified. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Affected side updated to right side device.